Event description:
Have reported ethicon prolene mesh 3x6 sheets for 1st surgery in 2008 to remove infected/rejected mesh. Second surgery was performed in (B) (6) 2009 and had to have more rejected mesh removed. Reconstruct vaginal floor, etc., due to damage. Dates of use: (B) (6) 2004 - (B) (6) 2008.